Event description:
It was reported that a patient had a failed transmission that was noted in the carelink network due to a known error. The clinic was notified and instructed to have the patient re-transmit. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient had a failed transmission that was noted in the carelink network due to a known error. The clinic was notified and instructed to have the patient re-transmit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the conclusion code. The change is reflected in this report.